Event description:
An unspecified number of undocumented incidents of disconnection. The patients were receiving unspecified solutions through extension sets that were connected to the microclave port male adapter plugs. At unspecified times, the nurses noted that the connections between the extension sets and the microclave port male adapter plugs disconnected. The microclave port male adapter plugs were removed and the two extension sets were directly connected together. The therapies were resumed. There were no reported adverse patient effects. No medical interventions were required.